Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on the right atrial channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on the right ventricular channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.